Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the hammer guide for ti elastic nails (p/n 359.218 lot 9762462) was received at customer quality, and it was observed that the threads on the distal end of device were stripped and there is slight discoloration. The complaint of stripped is confirmed. Yes, the device is stripped on the distal end. Functional test: functional test cannot be performed as the device was received by itself. Dimensional inspection: the shaft of the nail got measured. Conclusion: the measuring result does show conformity. An accurate dimensional inspection of the stripped tip was not able to be performed because of the post manufacturing deformation. Document/ specification review: the relevant drawing(s) was reviewed: no product design issues or discrepancies were observed during this investigation. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: the complaint of the hammer guide for ti elastic nails was confirmed with investigation. Stripped condition might have impacted the functionality of the device. A definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 359.218, lot: 3315153, manufacturing site: haegendorf, release to warehouse date: 08. Dec. 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during field inspection at the sterile processing department, when putting set back together, two (2) hammer guides were noted to be stripped and would not thread back into an unknown inserter for titanium elastic nails (ten). There was no patient involvement. Concomitant device reported: unknown inserter for titanium elastic nails (part# unknown, lot# unknown, quantity unknown). This is report 2 for 2 (B)(4).